Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported omegaven delivered too fast. Omegaven ordered to run over 9hrs. Running at ordered rate of 5.5ml/hr for total of 49.5ml each day. Hung at 1530 and syringe empty at 2130 (6 hours). Syringe pump and brain confiscated, awaiting results. No consequences to the patient were reported.

Event description:
It was reported from the neonatal intensive care unit (nicu) that omegaven delivered too fast. Omegaven was programmed to infuse at 5.5ml/hour for a duration of 9 hours. And volume to be infused at 49.5ml. Infusion was started at 1530 and syringe was found empty at 2130 (6 hours). The syringe pump and brain were confiscated by facility biomed and awaiting results. Biomed stated that the log review revealed that the syringe pump may have incorrectly detected a bd 50ml syringe as a monoject 12ml syringe. It is suspected that the clinician may have mistakenly confirmed the wrong syringe type. No consequences to the patient were reported.

Manufacturer narrative:
The customer¿s stated issue of over infusion; omegaven was not confirmed through a review of the device logs or through testing. Log analysis results: results from a review of the pcu error log shows no malfunctions on the reported event date and time. Results from a review of the pcu event log shows multiple infusions took place with a bd 50 ml syringe and a monoject 12 ml syringe. It is suspected to be the customers reported event. The user confirmed the selection of each syringe while programming the infusions. The root cause of the customer¿s complaint was not definitively identified in this investigation. The returned syringe module was thoroughly tested and inspected; no fault was found during testing. Device history review: review of the sn: (B)(6) service history record showed the device had a manufacture date of 04/09/2013. A review of the device service history record was performed beginning from the date of manufacture to the present date 12/21/2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported from the neonatal intensive care unit (nicu) that omegaven delivered too fast. Omegaven was programmed to infuse at 5.5ml/hour for a duration of 9 hours. And volume to be infused at 49.5ml. Infusion was started at 1530 and syringe was found empty at 2130 (6 hours). The syringe pump and brain were confiscated by facility biomed and awaiting results. Biomed stated that the log review revealed that the syringe pump may have incorrectly detected a bd 50ml syringe as a monoject 12ml syringe. It is suspected that the clinician may have mistakenly confirmed the wrong syringe type. No consequences to the patient were reported.